Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: there were difficulties in loading the sulu. After loaded, it was unable to be fired. Surgery time was extended by more than 30 minutes.